Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Event description:
This incident was reported by the patient to the manufacturer. It was reported that the patient experienced symptoms of intense pain, constant tearing, and redness in the left (os) eye and sought medical treatment. The patient states they were diagnosed with an unspecified ocular infection with two corneal abrasions, one in the beginning stages of a corneal ulcer, and unspecified steroid /antihistamine medication(s) were prescribed. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to an unconfirmed diagnosis of ocular infection and corneal ulcer, lack of medical information, unknown patient outcome, and potential for serious or permanent injury related with the conditions of ocular infection and corneal ulcer. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.